Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed with infusion block alarm. The customer reported her blood glucose at 521 mg/dl and then 527 mg/dl. The customer felt burning in her body, tired and dizzy. Advised the customer to seek medical attention and call back to troubleshoot. The customer reported her blood glucose of 480 mg/dl but she felt okay to troubleshoot. Troubleshooting was performed and nothing significant was found. The customer declined to check her settings as her primary care doctor changed her settings. The customer will contact her primary care doctor and monitor her blood glucose. Nothing is returning.